Event description:
The bipap a series ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no allegation of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and was positive for visible evidence of foam degradation. The device will be included in fsca 2021-05-a. Additional findings not related to the malfunction/issue: review of the download error log indicated record of a non-critical, log-only event for the device being unable to write to the event log for which the device printed circuit board assembly would require replacement. Additionally, the accessory port cover was noted to be missing from the device. No repairs were completed; the device was processed as scrap.